Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that the device is reading approximately 10 points low for the spo2 measurement. No further information was provided. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The rad-8 involved in this event was returned for evaluation. The device would not power on using battery or ac power. No further testing could be performed in this condition. An internal investigation revealed a defective ui power supply. A service history record review reveals that this unit was in the field for almost two (2) years with no previous reported issues prior to this event.